Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter and/or instrument.

Event description:
It was reported that during da vinci-assisted simple prostatectomy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report non-intuitive movement with scope 30°. The surgeon confirmed while she tried to rotate the scope, only the instrument besides where inverted. Site reseated the scope and error returned. To continue the procedure, site installed a 0° scope instead. Tse found error 22020 in the logs informing that the scope was detected as stalled during insertion. Error 23003 occurred twice afterwards. The nurse stated that the scope 30° was now non-sterile. The tse asked to reseat the sterile adapter and the scope on arm after the surgery for troubleshooting purpose. The procedure was completed with no reported injury. The nurse called back and reported that issue was resolved after reseating the sterile adapter and reinstalling the scope on arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed the issue was resolved after reseating the sterile adapter and reinstalling the scope on arm after the procedure was completed. No site visit was required. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.